Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.7 inr, qc 2: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 5.9 inr. The patient stated her finger was bleeding a lot after the fingerstick. The patient applied pressure and a bandage. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.26 inr. The patient's doctor made medication changes based on the laboratory value. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.